Event description:
Primary stability achieved, no osseointegration. Swelling, inflammation, mobility. The implant was not loaded. Was placed 7 weeks after failure tooth was extracted. Patient has excellent bone. Surgeon guesses there was some residual infection. That's the only thing he can figure. This was not a high risk placement.